Manufacturer narrative:
Patient age and weight were not available from the site. A medtronic representative, following-up at the site, reported that the charger board ii was exchanged, the x-ray batteries were loaded over, and all charger circuits were on. (B)(4) 2014 - a medtronic representative performed an o-arm system check-out, all areas passed. Analysis results of the returned suspect pcba bi31000170 battery charger 2 are pending.

Manufacturer narrative:
Battery charger board was tested and did not function per specification. Two separate semiconductor components have plastic package separation. The packages both separated directly above the silicon. Cause is probably due to heat expansion, one of the package pieces was found inside the shipping bag. Root cause: electrical. The defective component was replaced in the system in the field and resolved the issue.

Event description:
A medtronic representative reported that, during a spinal fusion procedure there was no function of the x-ray chain on the o-arm imaging system. The site pressed the x-ray button on the hand switch, they heard one short beep, however, no x-rays started nor did an error-message appear. The site also attempted to use the foot switch with no resolution. The surgeon opted to discontinue use of the navigation system and the imaging system, and completed the procedure with the use of a c-arm. There was no impact on patient outcome.